Manufacturer narrative:
Device was used for treatment. Device is exempt. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.

Event description:
(B)(6) complaint handling unit reported that a k-wire broke during a procedure. The surgeon was treating an oblique distal third fracture of the radius when he drilled over the k-wire using the 2.0mm cannulated drill bit. The surgeon did not use a drill guide when drilling over the guide wire. Half way through drilling along the k-wire, the wire broke. Broken fragment was removed, but an additional incision was required.